Event description:
Complainant claims the device stripped while attempting to insert the apex device into the metal cup. Surgery may have been delayed as a result of this event. No injury to the pt was reported.